Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis with surgical intervention. Time of symptom/ae: during vessel closure. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The physician deployed the clip but it did not achieve hemostasis. The patient developed a hematoma and underwent surgical evacuation of the hematoma and removal of the clip. Reportedly, 2 tines of the clip were not in the artery. There were no reported adverse patient sequelae. Though requested, no additional information was available.